Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. E1. Initial reporter address 1: (B)(6).

Event description:
It was reported that the balloon was leaking air. The 92% stenosed target lesion was located in the moderately tortuous and calcified left anterior descending artery (lad). A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was leaking air due to a pinhole on the balloon. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. E1. Initial reporter address 1: (B)(6). The device was returned for analysis and evaluated by manufacturer. Visual examination of the balloon identified blood in the balloon material. No issues were noted with the hypotube shaft. No kinks or damages shaft polymer extrusion. Microscopic examination of the balloon identified a pinhole located 3mm proximal to the distal markerband when inflating the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation device and an attempt was made to inflate the balloon however initial inflation failed and the device was placed in the water bath. When inflating the balloon to its rated burst pressure a pinhole was located 3mm proximal to the distal markerband.

Event description:
It was reported that the balloon was leaking air. The 92% stenosed target lesion was located in the moderately tortuous and calcified left anterior descending artery (lad). A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was leaking air due to a pinhole on the balloon. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure.